Event description:
Philips received a complaint on the v60 ventilator, indicating that the primary alarm failure message appeared. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during setup the unit produced a primary alarm failed message on the screen. In the customer biomedical shop, the issue was duplicated and the customer noted diagnostic code 5021. The rse emailed the customer and the latest revision (revision r) of the service manual and reference pages for speaker testing and replacement. The customer was provided with replacement part information for the speaker assembly. A good faith effort (gfe) response was received from the customer on (B)(6)2023 confirming the order and replacement of the speaker assembly. The customer confirmed that the replacement resolved the reported issue. Additionally, the customer confirmed that the alarm failure produced sound at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.